Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5 cm diameter abdominal aortic aneurysm. It was reported that upon shooting a completion angiogram an unknown endoleak could be seen from the contralateral limb. The leak was distal to the junction of the contralateral limb and the main body, and appeared as a "jet" of contrast shooting out the graft. Multiple attempts were completed to decipher if the endoleak was a type ii, type iii or type IV. It was deemed to be a type IV by the vascular surgeon. Another edurant stent graft was then implanted to re-line the contralateral side. After this graft was implanted another completion angiogram confirmed the endoleak was no longer present. The vascular surgeon was satisfied with the procedure and deemed it successful.

Manufacturer narrative:
(B)(4).